Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6) male patient, the device failed to charge to set energy on the first attempt to charge, but successfully charged and delivered a shock on the second attempt. The device then failed to charge to set energy again on the third attempt. Complainant indicated that the device was intermittently taking an extended time to charge. Complainant indicated that the clinician obtained an AED device to continue treating the patient. Complainant indicated that the patient subsequently expired.